Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 10/06/1999. Shortly afterwards he fainted and hit a cabinet with his head. Consumer was taken to hosp where the scalp laceration was sutured and he was released. No medication prescribed.